Manufacturer narrative:
(B)(4).

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with multiple components, including a catheter-over-needle, a guide wire, and the product lidstock for analysis. The arrow-raulerson syringe (ars) was not returned. Visual examination of the returned components did not reveal any anomalies or defects. The returned catheter-over-needle was functionally tested using a lab inventory ars in accordance with the instructions for use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The needle was able to draw and aspirate water correctly. No cracks or leaks were observed. A device history record review was performed with no relevant findings. The customer report of an ars leak could not be confirmed through complaint investigation of the returned sample. The ars was not re turned. The remaining returned components met all relevant functional requirements. Without the complete sample returned for analysis, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.